Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the trending alarm was not audible anymore and alarm history didn't scroll at first, slower or more labored rewinds. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, self test and displacement test. Device audio/beep/vibrate/back light/rewind functions properly and no history alarm anomaly noted during testing. (B)(4).